Manufacturer narrative:
Npb tech support troubleshot this issue with customer over the phone. Npb tech support recommended to replace bdu cpu pcb. Npb was not authorized to service the device.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.